Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening and migration of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial tray shows some radiolucence and some altered bone substance-which can be interpreted as loosening, the hcp also determined migration, which would be compatible with the CT scan.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to tibial subsidence.

Manufacturer narrative:
Based on the available information the device is not available as it remains implanted in the patient and therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may need to undergo a revision surgery due to tibial subsidence.